Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. Device was removed from the patient and patient was placed on a different device as a precautionary measure. There was no harm or injury associated with the reported event.

Manufacturer narrative:
The astral device was not returned to resmed. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a super capacitor electrolyte leak. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. Device was removed from the patient and patient was placed on a different device as a precautionary measure. There was no harm or injury associated with the reported event.